Event description:
When removed during a revision surgery, the posterior lateral edge of the insert was found to be worn away. The implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. At this time, we are not able to investigate or determine cause. No product or x-rays were returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.